Manufacturer narrative:
The device referenced in this report has not been returned to olympus. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record of the device was reviewed without irregularity. Please cross-reference to #8010047-2016-00661.

Event description:
The user facility used the subject device for an unspecified treatment. During the procedure, the endoscope image became black and white. The user facility replaced the subject device with ltf-s190-10 and completed the procedure. There was no patient injury reported.